Event description:
On (B)(6) 2013, a distributor contacted animas alleging that a pump self rebooted. This complaint is being reported because it was not resolved at the time of contact. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump's black box review showed one power event on 09/06/2013 where the pump was off for 1 hour and 10 minutes. The battery compartment and cap were intact and the battery cap was able to attach to the pump securely. The pump powered on and displayed the verify screen. The battery cap was tightened and then unscrewed a half turn with no reboots occurring. The pump was exercised for 24 hours with no power interruptions. The battery cap contacts were confirmed to be within specifications. The pump¿s cover was removed and inspection showed no intermittent connections in the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.